Event description:
The customer reported that the sub-frame of the patient support was loose. The philips field service engineer (fse) confirmed there was no ham to a patient, bystander, or operator. The fse assisted the customer with re-attaching the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). On 14-aug-2014, the customer reported that the second part of the upper side of the imaging table on their brilliance 40 CT scanner was getting loose and seemed to be coming out of the lock. There was no report of a rescan or reinjection as a result of this reported event. There was no report of harm to any patient, operator, or bystander. The hospital engineer contacted the philips field service engineer and stated that the upper part of the patient support had become loose and verified that the service latch was not properly secured. The fse explained to the hospital engineer of the hospital's technical department how to re-secure the latch. The issue was resolved through remote service action. The hospital engineer fastened the table to resolve the issue and confirmed with the philips field service engineer . The customer reported that preventive (planned) maintenance had been performed the day before ((B)(6) 2014) and the table came loose from the service position. The service lock is only released during preventive maintenance (pm) or service visits in order to move the couch to access the gantry. This customer has service agreement whereby the hospital performs corrective maintenance activities, and philips will perform the preventive maintenance. The probable cause of the service latch being loose is that it was not sufficiently secured by the fse following maintenance. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that service latch failures do not meet the definition of a medical device report. There is no evidence that the service latch failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. Service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover; floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks; execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom; service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions; execution of auto iq tests, per service instructions, enables detection of table position errors; for oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors; during a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected; operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan; there has been no report of injury to a patient, operator or bystander as a result of the service latch becoming disengaged. The product safety committee includes information related the correction and removal documents for this issue including field safety notification (fsn (B)(4)) that was sent to the field on 01-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately; a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). This customer received fsn (B)(4) on 28-apr-2014.

Manufacturer narrative:
(B)(4). At this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr#: (B)(4).